Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to patient's concern with product. Device remains implanted.